Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter, it was identified that the +/- knob would return to the neutral position when turned in the negative direction. The steerable guide catheter (sgc) was discarded and a new sgc was selected. During the procedure, a mitraclip was successfully placed before the clip was unlocked and repositioned on the leaflets, after which it was identified that one of the grippers would not descend. Troubleshooting was performed by cycling the grippers together and separately unsuccessfully. The clip was closed, inverted and removed from the patient. A new mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.